Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a blood glucose of up to 30 mmol/l with nausea, and increased thirst and urination associated with an absence of occlusion alarms. The reporter indicated that there was a bent cannula on the infusion set but the pump did not alarm related to the occlusion (the infusion set is not manufactured by animas, complaint has been forwarded to the relevant manufacturer). This report is made based on the allegation that the patient experienced hyperglycemia related to an absence of occlusion alarms.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 04/28/2017 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box indicated no abnormal pump behavior. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. The pump appropriately alarmed when an occlusion was induced during testing. The force sensor calibration was found to be within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.